Event description:
A report was received that the patient underwent a revision procedure. The physician moved the ipg to a new location due to difficulty communicating with the remote control. The patient is reportedly doing well following the procedure.